Event description:
Procedure type: lap sigmoid. According to the reporter: after firing the device the surgeon could not bring out instrument. Subsequently, the procedure was converted to open surgery to continue the case. No further info has been reported.